Event description:
Pulse oximeter stopped reading after 1 minute during a resuscitation, pulse oximeter never was able to work during the duration of the resuscitation event. Ongoing issues noted with massimo hand held oximeter (rad 57) since 2012, cure letter sent (B)(6) 2014.